Event description:
It was reported that log files were submitted for review concerning low flows and increasing creatinine there was suspicion of an outflow graft problem. Log file review captured 1 sustained and 2 unsustained low flow alarms on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspicion of an outflow graft problem could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. A low flow alarm was confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. A direct correlation between the low flow alarm and the reported suspicion of an outflow graft problem could not be conclusively established. The controller event log file contained events spanning from 20nov2022 at 12:03:31 to 29nov2022 at 07:23:05, per the timestamp. A transient low flow alarm was recorded on 27nov2022 at 05:34:24. No other notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.